Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the nail connector would not engage nail targeting guide correctly. It seemed like the spring in the trigger handle may have been missing. The 3 positions would not lock into place. The surgeon had to use the perfect circle technique and abort the targeting guide. A back up device was not available. Increased or time by 45min.